Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and topical skin adhesive was used. The procedure was completed normally. Two weeks after the surgery the patient had a dehiscence from the fascia to the skin level. The patient was brought back and a washout was done. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 06/08/2016. Additional information: concomitant medical products. (B)(4). Additional information was requested and the following was obtained: how was the skin closed during the initial operation? Using prineo 22. Did the wound and the fascia open or just the fascia? Skin and subqu size and location of dehiscence? Whole wound. Was there any pre dehiscence event (cough, fall, deep breathing or lifting)? Hematoma. Dates and timelines that patients symptoms first began following the initial surgery and what were the symptoms ? 2 weeks. Please provide details of any medical or surgical interventions performed and dates washouts it is reported that the patient was brought back for a washout. Was any infection noted? Was there any cultures performed? Results - no infection. Are there any photos available -no. What in the physicians opinion are the factors contributing to the event? No idea. Patient demographics: initials / ID; age or date of birth; height/weight/bmi; gender. Relevant patient medical and social history (ie. Obesity, diabetes, immune deficient or immune -compromised). Update to patient current condition - doing fine so far. Any additional information prineo questions: location and incision size of product application? Knees, midline. When applying, did the prineo completely cover the edge of the mesh? Yes. Dermabond was applied to completely cover the edge of the mesh. Was the mesh placed over the entire length of the incision? Yes. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Yes. Date that dehiscence was noticed - 2 weeks post-op. Size and location of dehiscence - knee incision. Was there any pre dehiscence event (cough, fall, deep breathing or lifting)? No, patient was doing physical therapy. Was the product removed, if so how? Was another method used to close the incision? Yes. Please describe the appearance of the prineo when dehiscence was noticed? The prineo was still on half the incision. Was the site cultured? If so, what bacteria were identified? No lot number involved. What is the most current patient status? Doing fine so far. Was the patient re-sutured? Yes. What was used to re-close the incision? Standard suture.